Event description:
It was reported that during a cryo ablation procedure, system notices had occurred indicating that the refrigerant delivery path was obstructed. The system notice was cleared when another notice occurred indicating that the refrigerant delivery path was obstructed. Then, it was noted that the patient experienced hypotension. An echocardiogram was conducted and a pericardial effusion was confirmed. A pericardiocentesis was performed by the physician but the patient remained unstable. It was noted that the surgeon was then notified of the event and the patient's chest was opened. A clot was removed from the patient's right atrium and the patient stabilized. Also, the surgeon stated that no dissection or puncture was found on right or left side of the heart. The procedure was aborted and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed and showed an unrelated system notice to the adverse event reported. The sheath was not returned; unable to investigate. A clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.